Event description:
An exploratory procedure for bladder cancer was performed. At the conclusion, as the guidewire was being withdrawn, the end unravelled. An x-ray was taken which revealed 5cm of the wire still in the bladder. A second procedure was scheduled for the following week and the wire segment was retrieved. The device was not returned for evaluation.